Manufacturer narrative:
The device was returned for evaluation. Alleged failure: crossflow stopped flowing mid case. After priming and running for a few minutes. Did it again after restarting and repriming. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) inflow cassette not properly inserted 2) improper joint level 3) user settings 4) kinked inflow cassette. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the crossflow stopped flowing mid case. It did it again after restarting and repriming.

Event description:
It was reported that the crossflow stopped flowing mid case. It did it again after restarting and repriming.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.